Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The customer reported product problem (over temperature/alarm) was verified during testing. During normal operation the pump would have shut off after the activation of the temperature alarm. This was not the case. The product problem occurred because the over temperature alarm was out of calibration. This problem was ultimately attributed to the user. A user interface issue was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the pump shut off for a couple minutes. The device then produced an over-temperature alarm. No patient injury or complications were reported in relation to this event.

Event description:
Additional information: issue found during testing. No patient involvement.

Manufacturer narrative:
Other, other text: additional information: issue found during testing. No patient involvement.